Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage was noted. Vascular access was obtained via femoral artery. The 20mm x 4.0mm, total occlusion target lesion was located in the severely tortuous and severely calcified left anterior descending artery with a significant bend of >=90 degrees. A 4.00mm x 20mm liberté stent delivery system was selected and advanced to treat the lesion. The stent was noted to be damaged. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a liberte stent delivery system (sds) and stent with a liberte shelf box and product pouch. The batch number on the returned packaging and device matched the reported batch number. The stent was detached/separated for the sds; as received. There was blood in the guidewire lumen and on the stent. The balloon was tightly folded with stent impressions on the surface of the balloon between the markerbands. There were numerous kinks throughout the hypotube and shaft of the device. The stent was detached with majority of the struts flared, bent and overlapped. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that stent damage was noted. Vascular access was obtained via femoral artery. The 20mm x 4.0mm, total occlusion target lesion was located in the severely tortuous and severely calcified left anterior descending artery with a significant bend of >=90 degrees. A 4.00mm x 20mm liberte stent delivery system was selected and advanced to treat the lesion. The stent was noted to be damaged. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.